Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. The complaint was investigated based on the user's data available on data management system. Although the complaint was not confirmed, there are a few evidence that the sensor's performance was indeed deteriorating around the period of the complaint, which triggered failsafe measures in the system. The potential root cause couldn't be determined due to the unavailability of more in vivo data. As a result, the sensor was requested to be returned for further evaluation. Even through the return material authorization (RMA) was authorized, it was never received. Hence, no further investigation was possible for this complaint.

Event description:
Senseonics was made aware of a hyperglycemia event where patient did not receive high glucose alerts because the sensor glucose value did not cross the high alert threshold that was set at 215 mg/dl. Patient reported that the blood glucose (bg) was 241 mg/dl where as sensor glucose (sg) was 210 mg/dl. Patient was symptomatic (headache, tiredness, dizziness). Patient did not require any medical attention or intervention and was able to resolve the issue through a dosage of insulin. A return material authorization (RMA) was authorized to replace the user's sensor. The alleged faulty sensor is being requested to be returned for evaluation. However, the transmitter is still being used by the patient.